Manufacturer narrative:
A supplemental MDR is being submitted, due to medical records received. B4, d9, g3, and h2 have been updated. B5, b7, h6: health effect impact, h10, and h11 have been corrected. This is one of two manufacturer reports regarding this event. The investigation for this report is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure with a 23mm sapien 3 ultra resilia valve, the delivery balloon ruptured horizontally during deployment of the valve and the balloon would not come back into the sheath. The team had to cut down on left femoral artery to retrieve the distal end of the delivery system. Per follow-up communication, the balloon/tip of delivery system damaged the artery. The patient deceased later that evening. Per the medical record, the patient presented with aortic stenosis prior to tavr. At the time of tavr, a right femoral balloon pump was placed. The tavr case complexity increased with rupture of balloon with deployment consistent with likely aortic calcific debris puncturing the balloon upon inflation. The valve was initially under-expanded due to the rupture, with subsequent post dilatation balloon valvuloplasty. The patient maintained mild aortic insufficiency along the left coronary cusp by arteriogram. With balloon rupture, there was separation of the distal nose cone that remained continuous with the device, but would not retract adequately into the sheath. Attempted sheath removal with contiguous nose cone removal was unsuccessful. Significant traction was encountered and halted with plans for cutdown and open removal. The patient underwent complex vascular repair with intraoperative consultation and procedure with vascular surgery. The patient did receive 2 units of packed red blood cells empirically, given blood loss and known underlying coronary artery disease. Approximately 30 minutes to an hour later she became hypotensive. A stat echo was performed in the room and no pericardiai effusion of significance was found. An echocardiogram was repeated a couple of hours later which again showed no evidence of tamponade. The patient was started on multiple pressors. The patient seemed to be suffering from profound vasoplegia of unclear etiology. Her condition continued to deteriorate and eventually she was on multiple presser therapy. She was placed on do not resuscitated status but the medical team continued full active treatment as the vasoplegia might resolve and she might be able to recover to be able to have bypass surgery at a later time. Unfortunately, after the administration of angiotensin ii, she had an abrupt drop in blood pressure that night and deceased. After the devices were returned, the distal tip of the returned sheath was split as observed prior to decontamination.

Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure with a 23mm sapien 3 ultra resilia valve, the delivery balloon ruptured horizontally during deployment of the valve and the balloon would not come back into the sheath. The team had to cut down on left femoral artery to retrieve the distal end of the delivery system. Per follow-up communication, the balloon/tip of delivery system damaged the artery. The patient deceased later that evening.

Manufacturer narrative:
The investigation for this report is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, h2, and h3 have been updated. H6: type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The delivery system was returned with the locked position between warning marker with 0 flex and 25% fine adjust. The distal balloon umbrella was over the distal nose tip. The balloon was burst radially and longitudinally. No balloon pieces were missing. The proximal balloon shaft was observed to have been cut completely through the guidewire lumen (gwl) at default marker (proximal to the handle) and proximal section of the balloon shaft with the y-connector was not returned. A distal balloon remnant remained attached with the distal tip subassembly (nose cone, distal shoulder, gwl) and was observed to have been removed from the balloon shaft subassembly prior to return, likely to perform recapture of the distal end of the burst balloon during procedure. Approximately 10.5 inches from the distal handle flex shaft was cut through to the balloon shaft and the balloon shaft cracked braiding was exposed. Laceration marks were observed, likely due to customer attempting to cut the flex shaft. The full loader assembly and a 14f esheath+ were inserted over the flex shaft. Stretching was observed on the balloon spring coil. The inflation balloon single wall thickness was measured along the edges of the burst location. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, as a thin wall could contribute to the observed burst. All measurements met the specification. Due to the nature of the complaint, no applicable functional testing was performed. The complaint was confirmed through visual examination. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. In this case, the balloon burst was confirmed based on evaluation of the returned device. Available information suggests that patient factors (calcification) likely contributed to the event as it was reported that the sinotubular junction was narrow with severe calcification. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for the inability to withdraw system through sheath' was confirmed based on evaluation of the returned device. Available information suggests that procedural factors (altered balloon profile) likely contributed to the event. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal tip of the sheath or patient vasculature, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required.